Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a failure, no device found. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was the pts implant (ins) battery was not charging for the pt kept getting weird messages such as no device found. The pt would attempt to go through passive recharge mode getting 71-75-50 then it would go back to no device found. When attempting to recharge the ins it goes from good or excellent. When recharging the ins the ins battery would be at 70% and show finished. The pt would reset the controller and shut it off and starting it up again. Yesterday when they checked the ins it said it was empty and to charge it, after an hour of going back and forth the battery from the controller went down to nothing. Yesterday the pt tried to recharge the majority of the day but they were not getting connection. During call pt verified no damage to the controller charging port or to the recharger (rtm). Pt noted that probably a couple days ago it seemed to get hot against their body almost slightly a burn (pt did not see a mark) and the relay box got very hot yesterday to the touch. The issue was not resolved. An email was sent to the repair department to replace the rtm.